Event description:
Procedure type: nephrectomy. According to the reporter, the doctor was attempting to remove the device from the patient's abdomen and the balloon broke into two pieces. It was reported that the item was defective and should be returned to the manufacturer because the remnant could have easily have been left inside of the patient. There was no harm to the patient as a result of this event.

Manufacturer narrative:
(B)(4).